Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 421mg/dl. The customer indicated that the pump alarmed insulin flow blocked. Customer treated with a bolus of insulin. The product will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected insulin flow blocked alarms, pump error alarms noted during testing. A pump error alarm was present in the insulin pump history file. Unable to determine root cause of pump error issue. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. Unit was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.